Manufacturer narrative:
The problem is under investigation and could be traced to a component failure. We are unaware about operator injury. We are waiting for additional information from distributor.

Event description:
The laser system had a failure that did not allow to use it properly. No adverse effects to patient were reported.

Manufacturer narrative:
Laser rebooting during use. Impossible to determine the root cause as the problem didn't repeat anymore. No adverse events have been reported.

Event description:
The laser system had a failure that did not allow to use it properly. No adverse effects to patient were reported.